Event description:
This adult female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(4)). The patient (patient ID: (B)(6)) received essure for female sterilization and novasure. The report describes a case of pelvic pain ("pelvic pain"). On (B)(6) 2013, the patient started essure. On (B)(6) 2013, the patient started novasure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with left salpingo oopherectomy. Removal of left essure). Essure was withdrawn. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be unrelated to essure and novasure. The reporter commented: initial date of pain began is unknown. Uncertain of bilateral essure coil removal. They will obtain x-ray. Laparoscopic assisted vaginal hysterectomy with left salpingo oophorectomy. Removal of left essure on (B)(6) 2014. Investigator considered unrelated to novasure procedure and to a pre-existing condition. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: ultrasound scan vagina result was enlargement of left ovary (5cm) vs hemorrhagic apt. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and about 3 months later she had a novasure endometrial ablation procedure. She experienced pelvic pain. She underwent a laparoscopic assisted vaginal hysterectomy with left salpingo oophorectomy and removal of left essure. The event is anticipated according to the reference safety information for essure and novasure. Pelvic pain may occur with essure therapy. In this case, the investigator considered the event to be unrelated to essure and novasure device. As no alternative possible explanation was given and considering that left essure was removed, company disagrees with investigator's assessment and considers the event to be related to essure. Company considers the event as unrelated to novasure in line with investigator's assessment. This case was regarded as incident because surgical intervention was performed and device removal (left coil) was required. Further information and product technical analysis are being sought. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding these events that bayer receives will be added to the case and forwarded as required.

Manufacturer narrative:
This (B)(6) female patient was involved in (B)(6). The patient ((B)(6)) had essure (batch no. B26270) inserted for female sterilization and novasure (batch no. 13f27rd) for menorrhagia. The report describes a case of pelvic pain ("pelvic pain") and ovarian cyst ("large left ovarian cyst"). The patient's past medical history included cesarean delivery, without mention of indication. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient started novasure. On (B)(6) 2014, 10 months 23 days after insertion of essure, the patient experienced ovarian cyst (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with left salpingo oopherectomy. Removal of left essure). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the ovarian cyst had resolved. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be related to essure. The investigator considered ovarian cyst to be unrelated to essure. The investigator considered ovarian cyst and pelvic pain to be unrelated to novasure. The reporter commented: initial date of pain began is unknown. Uncertain of bilateral essure coil removal. They will obtain x-ray. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Transvaginal ultrasound on (B)(6) 2014: nonspecific enlargement of the left ovary to approximately 5cm versus hemorrhagic cyst. (B)(6) 2014 pathology report: diagnosis: uterus, left tube and ovary: gross pathology: coiled wire sterilization device grossly consistent with essure are found within the cornual spaces. Portions of wired essure device are noted within the proximal portion of the fallopian tube. Cervix - mild chronic inflammation and squamous metaplasia. Endometrium - benign endometrium with scarring. Myometrium - unremarkable. Serosal surface - unremarkable. Left ovary - benign ovary with multiple follicular cysts. Left fallopian tube - benign fallopian tube. Quality-safety evaluation of ptc: lot number b26270 (production date apr-2013; expiration date apr-2016). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-may-2017: (B)(4) was identified as duplicate of this case and was deleted from argus. All information and documents were transferred to this remaining case: event large left ovarian cyst was added. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On 18-jan-2017: the correct lot number is b26270 and not b2627d. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and about 3 months later she had a novasure endometrial ablation procedure. She experienced pelvic pain. She underwent a laparoscopic assisted vaginal hysterectomy with left salpingo oophorectomy and removal of left essure. The event is anticipated according to the reference safety information for essure and novasure. Pelvic pain may occur with essure therapy. In this case, the investigator considered the event to be unrelated to essure and novasure device. As no alternative possible explanation was given and considering that left essure was removed, company disagrees with investigator's assessment and considers the event to be related to essure. Company considers the event as unrelated to novasure in line with investigator's assessment. This case was regarded as incident because surgical intervention was performed and device removal (left coil) was required. Further information and product technical analysis are being sought. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding these events that bayer receives will be added to the case and forwarded as required.

Manufacturer narrative:
Quality-safety evaluation of ptc: lot number b26270 (production date apr-2013; expiration date apr-2016). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-feb-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and about 3 months later she had a novasure endometrial ablation procedure. She experienced pelvic pain. She underwent a laparoscopic assisted vaginal hysterectomy with left salpingo oophorectomy and removal of left essure. The event is anticipated according to the reference safety information for essure and novasure. Pelvic pain may occur with essure therapy. In this case, the investigator considered the event to be unrelated to essure and novasure device. As no alternative possible explanation was given and considering that left essure was removed, company disagrees with investigator's assessment and considers the event to be related to essure. Company considers the event as unrelated to novasure in line with investigator's assessment. This case was regarded as incident because surgical intervention was performed and device removal (left coil) was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding these events that bayer receives will be added to the case and forwarded as required.

Manufacturer narrative:
This 9610825-2017-00033-1 female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(6)). The patient ((B)(6)) had essure (batch no. B26270) inserted for female sterilization and novasure (batch no. 13f27rd) for menorrhagia. In (B)(6) 2014, the patient experienced pelvic pain. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be related to essure. The investigator considered pelvic pain to be unrelated to novasure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Transvaginal ultrasound on (B)(6) 2014: nonspecific enlargement of the left ovary to approximately 5 cm versus hemorrhagic cyst. Most recent follow-up information incorporated above includes: on 4-apr-2017: case (B)(4) was identified as follow-up of this case. Case (B)(4) was deleted from bayer database. The following information was added: center ID and patient ID was corrected. Patient's information. Expiration date; date explanted; ae onset date. Investigator´s relatedness was updated. Company causality comment: a female patient had essure (fallopian tube occlusion insert) inserted and about 3 months later she had a novasure endometrial ablation procedure. She experienced pelvic pain. She underwent a laparoscopic assisted vaginal hysterectomy with left salpingo oophorectomy and removal of left essure. The event is anticipated according to the reference safety information for essure and novasure. Pelvic pain may occur with essure therapy. As no alternative possible explanation was given and considering that left essure was removed, company considers the event to be related to essure. Company considers the event as unrelated to novasure in line with investigator's assessment. This case was regarded as incident because surgical intervention was performed and device removal (left coil) was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. The novasure device is not manufactured by bayer. Novasure-related events in this complaint report were assessed based on the information available to bayer. The legal manufacturer of novasure, hologic, has been contacted. Any follow-up information regarding these events that bayer receives will be added to the case and forwarded as required.